Event description:
User states that she ran a total bilirubin test on one pt and upon rerun she received a different result. She initially received the result of 9.9 mg per dl which was reported out. In 2009, the pt was sent back to the hospital to be redrawn and the sample generated a total bilirubin result of 0.8 mg per dl. Because the results were so different the user thawed the original sample and ran it again and received the result of 0.5 mg per dl. The sample was also tested the next day, with a result of 0.5 mg per dl. There was no type of adverse event and no treatment was received.

Manufacturer narrative:
The field service rep was unable to determine a cause but noted it appeared the analyzer had aspirated fibrin from the sample causing an inaccurate result. He reran the sample in question as a precision check with all results within the 0.4-0.5 range to verify analyzer performance.